Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Vessel morphology was straight forward. It was reported that the right contralateral stent graft limbs are occluded. There is no occlusion in the contralateral limb of the bifurcated stent graft. The review of the CT revealed that there are no areas of compression of the stent graft limbs, both measure 10 mm x 18 mm, at the aortic bifurcation. It appears that collaterals, other feeder vessels, have already formed to perfuse the right leg. The physician performed a lysis procedure and placed two 14mm by 40mm stents. It was reported that the patient still had a filling defect above the flow divider, but the stents were not compressed or deformed. The thrombus did not resolve. The patient has no history of occlusive artery disease or thrombocytopenia. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (occlusion); other (insufficient information; cause is unknown) evaluation codes, conclusion: other (insufficient information; cause is unknown).